Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Evaluated 2 open/used reservoirs. A visual inspection test was performed inspected reservoirs, snap-caps, and septum for anomalies appendix d, none were found. Also performed pump manual prime (appendix c) as follows: reservoirs filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip; per dop114-811doc. Conclusion: reservoirs passed per inspection no occluded anomaly was found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible site or set occlusion, as well as occluded, as the insulin did not exit with a plunger push. The customer reported no adverse event. The event involved product(s) mmt-242at and mmt-332a. Troubleshooting was performed, and the customer confirmed insulin did not exit the tubing with the manual push of the reservoir plunger or reported greater than normal resistance. No harm requiring medical intervention was reported. No product return is required for mmt-242at. Mmt-332a was requested and the customer response was the device would be returned.